Event description:
Caller reported damage to the pump housing and usb port, impacting the ability to charge the pump, though it did not cause a shutdown. There was no adverse impact to the customer's blood glucose level. Tandem technical support resolved the issue by sending a replacement pump with updated software, and the caller agreed to use multiple daily injections as a backup therapy until the replacement arrived. The caller understood the return instructions for the damaged pump.